Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00679.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra coils 400 (pc400¿s) and a px slim delivery microcatheter (px slim). It was noted that the patient's anatomy was tortuous. During the procedure, while attempting to place the first pc400 into the aneurysm, the pc400 migrated down into the parent vessel; therefore, the physician decided to retract the pc400. While attempting to retract the pc400, it unintentionally detached with approximately four centimeters of the coil outside of the px slim. Therefore, the physician attached a syringe to the back of the px slim and applied suction to successfully remove the px slim and detached pc400 together. Upon removal of the px slim, it was noticed that the px slim was broken at the mid-shaft. The procedure was completed using the same sheath, a new px slim and additional pc400¿s. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim was kinked approximately 2.0 cm from its hub. The px slim was fractured approximately 31.0 cm from its hub with the coil within the px slim lumen. The proximal constraint sphere was present on the proximal end of the embolization coil. Conclusions: evaluation of the returned px slim revealed a fracture on the catheter¿s mid-shaft. This damage was likely a result of retracting the device against resistance. This is further supported by the material deformation near the fracture location. Further evaluation revealed a kink near the hub of the device. This damage was likely incidental and occurred post-procedure. Evaluation of the returned pc400 revealed the ddt sheared off of the pusher assembly and the embolization coil was detached within the returned px slim. This ddt likely sheared off as a result of being retracted against resistance. If the pc400 is retracted through a temporarily ovalized or necked catheter, ddt shearing may result. The resistance contributing to both the reported failures in this complaint may have been due to interactions between the devices being used and difficulty, tortuous anatomy. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.